Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 57-year-old male with severe cardiogenic shock following an anterior stemi underwent pci and was initially supported with an impella cp in the catheterization laboratory. Due to subsequent oxygenation impairment, va-ECMO support was initiated. The patient continued to demonstrate hemodynamic instability, and prior to escalation of mechanical circulatory support, a pericardial window and drain were required due to tamponade occurring after pci. The patient was then escalated to impella 5.5 support via axillary access, and both va-ECMO and the impella cp were removed. During ongoing management, right-sided circulatory support became necessary, and a vp-ECMO configuration was initiated. Complications related to the previously ECMO cannulated limb, including limb ischemia, required surgical intervention, multiple blood transfusions, and further clinical treatments. Despite prolonged support and stabilization efforts, sedation weaning revealed absence of neurological response. No pathological diagnosis or confirmatory neurologic data were reported. On day 12, during ongoing advanced mechanical circulatory support, the patient expired. No additional clinical details were provided. The event is being conservatively reported due to the fatal outcome; however, based on the information available, a causal relationship to the impella 5.5 appears unlikely, given the overall complexity of the patient¿s condition, multiple comorbid events, and the use of several concurrent support modalities.

Manufacturer narrative:
D4 (serial) has been updated. D10 (concomitant) has been added. Patient device interaction (major bleed/ischemia/stroke/): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D1 was revised. D4 catalog was revised.